Event description:
This is the first of two reports on one incident for two different devices. On (B)(6) 2012, the pt contacted heraeus through the heraeus website. She sent the following e-mail: I would like to know if you could tell me what are the ingredients in the gluma desensitizer. My dentist used this on a tooth with gum disease and since then the tooth and the area around the tooth are extremely painful, swollen and has a blister. I have a lot of allergies and have not been able to find out the ingredients and the dentist said they don't know. I also was trying to find any clinical studies to see what kind of adverse effects anyone might have had. Please contact me asap. Thank you." On (B)(4) 2013, spoke to pt. She was still had red, swollen, blistered gums. She said the blistering had reduced slightly. The extreme sensitivity is in the teeth and gums. She has periodontal disease and many allergies. She stated she is allergic to most pain medications and latex. To treat the area effected she has used salt water rinses, tylenol and benadryl. She has not seen her physician. She said she sees the dentist for free through donated dental and does not want to be dismissed because she caused trouble. Advised that have her wellbeing was priority and that I needed to contact the dentist to receive information to better assist in helping her. I advised her to see her physician since symptoms were still present. On (B)(6) 2013, spoke to an assistant at the office. She said that they used gluma desensitizer and ibondse. She said that they used the ibondse to seal the gluma into the tooth. They apply the gluma for 60 seconds and so not rinse it off then they seal the tooth with ibondse. The office used cotton roll isolation. Discussed how gluma works and recommended usage. Spoke to the dentist, she said that the pt has periodontal disease and recession and was treated for sensitivity. She said that she returned on (B)(6) 2013 because the area was blistered, swollen and red but she said she does not think the pt is capable of differentiating between gingival and tooth pain. She said that this pt has a complex medical history and has many allergies. She said that she does not believe the product was the problem, but that this pt is very reactive to everything and is hard to treat because everything bothers her. On (B)(4) 2013, spoke to the office receptionist. She said that the pt is fine and all healed.

Manufacturer narrative:
Just returned/sent for test. As allowed by (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we are reporting it out of an abundance of caution to be compliant with 21 cfr part 803. The bottle was received; however, the location where the lot and expiry date is printed was extremely faded and the printing was no longer legible. Conclusion: this is addressed in the directions for use. Mucous membranes are to be protected by using a rubber dam and to be sure that gluma desensitizer only comes in contact with the area to be treated. Directions state to rinse gluma desensitizer off throughly with water and apply suction. User failed to properly isolate tissue using a rubber dam or rinse the gluma desensitizer as described in the directions for use. This exposed the tissue to the gluma desensitizer. It is addressed in the directions for use that gluma desensitizer is irritating to skin and contact with skin should be avoided. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. The directions were not followed by this user and this resulted in the effects of tissue irritation which the user is warned of in the directions.